Event description:
It was reported that the pt had a micl12.6 implantable collamer lens implanted in the left eye in 2008. As part of the postmarket study, the pt reported glaucoma inside of the eye, halos and distorted vision, 12 months post operative. The clinical assistant in the surgeon's office was contacted and stated, "the day after the icl was implanted, the surgeon noted the iop was elevating. Five days post-op, the iop had not resolved, so the surgeon prescribed iopodine drops. Pt had laser surgery in 2008 which resulted in the halos. Approx six months later, neuropathy was noted and the pt was referred to a specialist. Pt was last seen in 2009 and the bcva at that time was 20/50 in the os.

Manufacturer narrative:
Evaluation results: a work order search was conducted and there were no similar records found within the work order.